Event description:
It was reported that the patient presented with worsensing heart failure and non-st elevation myocardial infarction. The investigator noted that the event was possibly device related. The left ventricular lead was programmed on. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.